Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 2067l radio frequency programmer head; product ID: 229047 software analyzer; (B)(4).

Event description:
It was reported that the programmer sporadically failed to interrogate devices. Telemetry was lost during an implant case and it was unable to be re-established, even with placing the programmer head on the device. The programmer was changed out and returned for service. Follow-up determined that there was no negative impact to the patient.

Event description:
It was reported that the programmer sporadically failed to interrogate devices. Telemetry was lost during an implant case and it was unable to be re-established, even with placing the programmer head on the device. The programmer was changed out and returned for service. Follow-up determined that there was no negative impact to the patient.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer intermittently failed to interrogate devices, however the radio frequency transmitter was replaced as a preventative. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.